Event description:
Pump was programmed using drug library to infuse over 1 hr. Pt was c/o burning at infusion site. Rate was slowed to infuse over 1.5 hours. Pt stated burning subsided. Rn returned to room when IV pump alarmed "air in line" approx 15 min later to find that infusion had completed.